Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was using an unknown drug via an implantable pump for an unknown indication for use. It was reported the complete set of the product was explanted in the hospital in 2018 due to poor efficacy. The patient started using targeted drug delivery on (B)(6) 2012. It was stated that effective measures had been taken. The patient was discharged at home. The cause of the issue was unknown. The product would not be returned because the patient asked to keep it. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was unknown on what date the system was explanted. It was not reported on what date the patient first began to experience the poor efficacy. A product issue had not been reported.